Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her high blood glucose exceeded 400 mg/dl due to an infusion set leaks. The patient had multiple infusion set leaks. The patient treated her high blood glucose with manual insulin injection. During troubleshooting the customer did not identify any visible cracks or splits in the tubing. The insulin pump was not returned for analysis.